Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: n/a. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot # combination was conducted with no findings. The complaint was confirmed for a pseudoaneurysm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been patient activity postoperatively causing an issue to occur with hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that on (B)(6) 2023, the angio-seal was used for hemostasis. On (B)(6) 2023, a few hours after the patient was released from bed rest for 16 hours, purpura was noted. On (B)(6) 2023, when the patient was walking independently during rehabilitation, a pseudoaneurysm was noted and was surgically treated. Health damage to the patient is not serious and the patient recovered. Blood loss amount is currently being confirmed. The procedure before deploying the device was androgen insensitivity syndrome (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter is unknown. The event occurred post-operative. No equipment or other devices were used with the above product. Additional information was received on 06 aug 2024: the estimated blood loss confirmed to be 250 cc or less.